Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7078021.

Event description:
It was reported that two contacts on one of the lower leads had two impedances and were therefore replaced. The patient was doing well postoperatively. The explanted leads were discarded.